Manufacturer narrative:
"This MDR is submitted following a retrospective complaint review conducted under CAPA (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Investigation summary & conclusion: the sample was not available for return but a photograph was provided. Review of the photograph confirmed the bottom of the vial was filled with a clear solution and a grey, stopper-like particle was visible floating in the solution. Stopper coring can occur when the transfer spike is twisted during insertion into the rubber stopper which would be consistent with the particle in the photograph. A review of the incoming good release documentation for stopper batch 1201797, item number 3000293 / gls 20,0 teflon d713 b2neu, showed that there were no nonconformities, failures, rework or deviations that contributed to the reported problem. All incoming release results and parameters met specifications. As no root cause relating to manufacture could be identified, no capas are applicable and the complaint is not confirmed."

Event description:
Report received from (B)(6) at 11:34 pm est on 21apr2025: nurse from (B)(6) hematology reported that the patient missed infusion today (B)(6) 2025. Mom, saw black particles in the adzynma vial once it was reconstituted.